Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted therefore, not available for eval. The event investigation is currently underway. This event is associated with the same pt in the event reported under MFR reports # 9681442-2009-00080. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.

Event description:
It was reported that after stenting in the popliteal artery, the stent fractured.